Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during at the time of implementing stent, while performing diagnosis. The procedure got continued the examination and completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor in the examination room is not displaying. Upon further inspection, the fse found that the live monitor was malfunctioning. The fse replaced the live monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor in the examination room is not displaying. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.